Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: investigation summary: complaint information was forwarded to legal manufacturer materialise. Please find the investigation summary below. No investigation was required as the surgeon provided additional information when he contacted materialise to ask for additional patient information. In this email he explained that the synthes hardware had failed and that prior to this failure the patient situation was as desired. This indicates that the splints which are only used intra-operatively functioned correctly. As the synthes hardware was not planned by materialise, no investigation is required by materialise. Synthes was informed of the hardware failure. Customer quality summary: product was not returned. Reviewing attached picture, the reported complaint condition cannot be identified due to the poor quality of picture. Hence, the complaint will be rated as unconfirmed. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event is an unknown date in 2020. This report is for an unknown plate/ unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that patient had a bilateral sagittal split osteotomy (bsso) procedure on an unknown date in 2020. After a month postoperatively, the patient has an open bite and a mandibular deviation. A revision procedure is required. This report is for an unknown matrix orthognathic plate. This is report 1 of 2 for (B)(4).